Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the not all episodes could be retrieved from the implantable cardiac monitor. After a software download, the device resumed normal device function.